Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead, the criteria for the right ventricular lead integrity alert were met, the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and oversensing due to non-physiologic signals/sic (sensing integrity counter). One-hundred forty-seven (147) v-sics since last session 1.1 days ago. Five (5) episodes with v-v intervals less than 220 ms on (B)(6) 2016. Lead failure predictor triggered on (B)(6) 2016 for lead impedance and v-sics. Right ventricular pace impedance steady at approx. 438 ohms through (B)(6) 2016, rises to 893 ohms by (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alleged fracture on the right ventricular (rv) lead. It was noted lead integrity alert (lia) was triggered and there was also oversensing. A lead replacement is planned. The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.